Event description:
The pt's catheter was revised due to an unspecified problem with the catheter. The pt had not experienced withdrawals. The medication being delivered via the device system was not reported. Additional info has been requested, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
(B) (4).